Event description:
It was reported that between 12.00 and 13.00 on the day of incident, the pt's o2 saturations began to decrease to 82-90%. The nurse assumed it was position and secretion related and therefore changed position and did suction. This seemed to improve the o2 saturations. But at 13.00 it started to happen again so the nurse did a blood gas and the results came back with hydrogen ions of 134.4 and co2 of 23.51. The nurse waited 15 minutes and repeated blood gas to ensure that there was no error on the blood gas machine. The second results were similar to first test. Senior staff were informed. On arrival the consultant started hand ventilating the pt and co2 monitoring commenced. The ventilator was exchanged and removed from service. Blood gases repeated and improved back within normal limits. (B)(4).

Manufacturer narrative:
Our field service engineer examined the ventilator. Several pre-use checks were performed and all were successful. No parts were exchanged and the ventilator logs were downloaded. The logs show that the mode of ventilation was synchronized intermittent mandatory ventilator (simv) which is pressure regulated volume control (prvc) with pressure support (ps) in the infant pt category. The event log shows that a successful pre-use check was performed and during this pre-use check the calculated compressible volume was 1.53 ml/cm h2o. The ventilator was turned off and when it was turned on the pre-use check was skipped and ventilation was started. Whenever the ventilator is turned on, a dialog window appears with options of performing a pre-use check. In this case, the chosen option was "no". Ventilation was thereafter started without circuit compliance. If we assume that the pt circuit used during this ventilation was still the same as the one used in the pre-use check 13 minutes prior to turning off of the ventilator, then this implies that a big portion of the set tidal volume of 20 ml remained in the pt circuit for a simv rate of 22. The exact delivered volumes at the time are unk but basing on the set parameters with a pressure difference of 10 cmh2o, i.e peak pressure of 15 cm h2o with a peep of 5, would mean that 15.3 ml of the set 20 ml stayed in the pt circuit and leaving only 4.7 ml during pressure support breaths regardless of whether or not circuit compliance is activated. The cause of the reported incident was inadequate ventilation. The chosen mode of ventilation was used without circuit compliance compensation. This was not a ventilator malfunction.